Manufacturer narrative:
The prismaflex tpe2000 set was discarded and not available for inspection. Pictures of the involved connection were provided. A crack was detected of the cone in the filter connector. This crack could be the root cause of the reported external blood leakage, however, no leakage was reported during the priming of the prismaflex tpe2000 set. The review of the prismaflex tpe2000 set device history record for lot number 11g1403p shows that no manufacturing anomaly was recorded regarding this lot number. The complaint history files confirm no similar complaint reported regarding this lot number. The root cause of the reported event remains unknown and we have no indication of a general failure on this lot number. Gambro received no information to suggest that a gambro product caused or contributed to the event and it does not regard the submittal of this report as an admission of causation or liability.

Event description:
A patient in (B)(6) was undergoing treatment on a prismaflex machine with a prismaflex tpe2000 set. Prior to treatment start the operator primed the prismaflex tpe2000 set without any leakage observed;immediately after initiating treatment the operator observed a blood leak at the 'blood port' (filter port). The estimated external blood leakage was 20 ml. The treatment was interrupted and the blood in the extracorporeal circuit was returned to the patient. The customer reported there was no adverse event to the patient and no medical intervention was necessary in connection to the reported event. Additional patient and treatment related data has been requested, but the customer declined to provide the requested information.